Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2023. The most recent information was received on 17-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced urinary incontinence ("urinary leakage"), tendon pain ("tendon pain"), insomnia ("insomnia"), fatigue ("fatigue") and depression ("depression"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removal). At the time of the report, the urinary incontinence, tendon pain and insomnia were resolving. The outcomes for fatigue and depression were unknown. No causality assessment was received for essure with regard to urinary incontinence, tendon pain, insomnia, fatigue, depression or medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced urinary incontinence ("urinary leakage"), tendon pain ("tendon pain"), insomnia ("insomnia"), fatigue ("fatigue") and depression ("depression"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the urinary incontinence, tendon pain and insomnia were resolving. The outcomes for fatigue and depression were unknown. No causality assessment was received for essure with regard to urinary incontinence, tendon pain, insomnia, fatigue, depression or medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], urinary leakage [urinary incontinence], tendon pain [tendon pain], insomnia [insomnia], fatigue [fatigue], depression [depression], and the patient¿s private and professional quality of life were impaired. [Impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2023. The most recent information was received on 31-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, procedural pain, tobacco user, seasonal allergic rhinitis, multigravida, parity 3 (3 pregnancies with 3 vaginal childbirths in 2005, 2006 and 2012) and body mass index normal. Concurrent conditions were listed as shoulder tendinitis since 2021 as well as depression, urinary incontinence, joint pain, achilles tendonitis, tendonitis, asthenia, urinary incontinence, abdominal pain, sleep disorder, menorrhagia, insomnia and tendinopathy. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced urinary incontinence ("urinary leakage"), tendon pain ("tendon pain"), insomnia ("insomnia"), fatigue ("fatigue") and depression ("depression"). On unknown date she experienced impaired quality of life ("the patient¿s private and professional quality of life were impaired"). The patient was treated with polyacrylamide, oligobs grossesse (biotin, colecalciferol, copper sulfate, cyanocobalamin, folic acid, potassium iodide, pyridoxine hydrochloride, riboflavin, sodium selenite, thiamine hydrochloride, zinc sulfate), luteran (chlormadinone acetate), lutenyl (nomegestrol acetate), mycoster (ciclopirox olamine) and monazol (sertaconazole nitrate) as well as surgery (essure removal).on (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the urinary incontinence, tendon pain and insomnia were resolving. The outcomes for fatigue, depression and impaired quality of life were unknown. No causality assessment was received for essure with regard to urinary incontinence, tendon pain, insomnia, fatigue, depression, medical device removal or impaired quality of life. The reporter commented: in 2014, essure inserted with 3 visible coils on the right side and 3 visible coils on the left side: no difficulty during the insertion but pain experienced by the patient. On (B)(6) 2023, essure were removed by total hysterectomy (preserved ovaries) analysis showed secretory endometrium, multiple leiomyoma (1.4 cm for the largest), without malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.761 kg/sqm. [Heavy metal test] on (B)(6) 2023: high level of chromium, decrease in nickel level; on (B)(6) 2024: normal levels of chromium and nickel [magnetic resonance imaging pelvic] on (B)(6) 2022: proximal location of both essure. Internal migration of the left essure. Diffuse adenomyosis [ultrasound scan] on (B)(6) 2017: ultrasonography; on (B)(6) 2022: no anomaly, slight peri tendinitis [x-ray] on (B)(6) 2015: essure in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: medical record received. New events quality of life impaired was added. Date of birth updated. Patient height & weight added. New reporter (lawyer) added. Medical history , concomitant conditions & treatment drugs were added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.